Manufacturer narrative:
Event site name : (B)(6) hospital. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint : (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy an "optical sensor failure" alarm occurred. The pump console was switched but the same alarm was generated. The iab was replaced to continue therapy. There was no reported patient injury.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. One kink was found on the catheter tubing near the y-fitting approximately 76.5cm from the iab tip. The optical fiber was found to be broken within the catheter tubing approximately 64.5cm from the iab tip. The optical fiber was found to be broken, confirming the reported problem. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal, the inability to calibrate it or an alarm. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy an "optical sensor failure" alarm occurred. The pump console was switched but the same alarm was generated. The iab was replaced to continue therapy. There was no reported patient injury.